Manufacturer narrative:
The customer returned 1 photo, but did not return the defective sample. The photo shows that the batch code is 4145141, the unit package is not opened, and there is a black foreign matter at the shield. DHR/bhr review lot#4145141. The products of this batch were assembled at intima ii auto line 2 in july 2024, and packaged at r240 package line and cfs package line in july 2024. Work order quantity was (B)(4) each. Review the in-process test reports and outgoing test reports, and all test results meet the product specifications. Review the production records with no nonconformance, deviation or rework activities. Check the retained samples of this batch, no foreign matters are found. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormalities are found in the process and retained samples, and no similar complaints have been received from other hospitals about this batch of products. Through the analysis of the returned photos and follow-up information, the black foreign matter at the shiedl inside the unit package may be a movable substance, which was attached to the product during the assembly process or the packaging process. As the defective sample is not received for further testing, the specific source of the foreign matter cannot be determined. Packaging and assembly operators have been trained to strengthen on-site cleaning and product appearance inspection. The plant will continue to track and monitor such defects.

Event description:
No additional information provided.

Event description:
It was reported that bd intima-ii 24gax0.75in prn slm foreign matter. When the nurse prepares the child for an indwelling needle puncture treatment, she inspects the indwelling needle before taking it and opening the package, and there is a black foreign object attached to the tip of the catheter inside the package, so she replaces the indwelling needle for the puncture.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.